Manufacturer narrative:
It was reported that "oxygen not available" (diagnostic code 1208) was found to have been recorded in the event log. On the other hand, the phenomenon was not duplicated. The device passed required performance verification tests per philips standards. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting address: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting "oxygen not available" alarm message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No other medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. Investigation is ongoing.